Event description:
Treatment of a large unruptured saccular aneurysm measuring 1.15cm x 8mm located in the cavernous segment of the left ica (internal carotid artery). The patient was given dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal end of the pipeline (4.50mm x 20mm) could not be opened. Numerous attempts were made to open the proximal end but without success. The pipeline was removed from the patient and the procedure continued with a new pipeline. Post procedural angiogram showed and eclipse and slow flow into the aneurysm. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The marksman and pushwire were returned without the pipeline as it was discarded; therefore, the evaluation could not determine the cause of the event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).